Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome. The patient reported that their device never worked quite right. It was noted that the device was still implanted but it doesn't work. There was no patient symptom reported. Follow up has been conducted to determine interventions, symptoms, troubleshooting and root cause of the event. If additional information is received a follow up report will be sent.